Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient developed restenosis. A taxus liberte stent was placed in the distal right coronary artery (rca). The patient developed restenosis of the distal rca and worsening angina an unspecified amount of time post procedure. The investigator assessed the event as related to the taxus liberte stent.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported that at the index procedure in (B)(6) 2009 there was a new lesion with a length of 30.0 mm in distal rca (right coronary artery) was visually 100% stenosed. The lesion was treated with pre-dilatation, placement of a 2.50x32 mm taxus liberte stent, and post-dilatation. Residual stenosis became visually 0% and timi flow improved from 0 to 3 throughout the procedure. A lesion in proximal rca was also treated with placement of a non-bsc stent. The patient was discharged without complications four days later on aspirin and clopidogrel bisulfate. In (B)(6) 2010 the patient had ECG changes. The lesion in distal rca with a reference vessel diameter of 2.90 mm, a length of 30.0 mm, and visually 90% stenosis was treated with balloon angioplasty. Residual stenosis became visually 25% and timi-3 flow had been kept through the procedure. The patient was discharged two days post procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).